Event description:
It was reported that the patient presented to a cardioversion procedure. During the procedure, the patient's leadless pacemaker unexpectedly reverted into read only mode (rom) mode due to electromagnetic interference (emi). The device was successfully reverted back to its regular programmed settings. There were no patient consequences, and the patient condition was stable.

Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024.